Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed the batteries to fail five minutes into load simulation discharge testing. Upon receipt the first battery measured 11.97 volt direct current (vdc). Conductance readings could not be measured. The second battery measured 12.9 vdc with a conductance measurement of 497 siemens (s). After charging, the first battery measured 13.1 vdc and 249 s, which does not meet the minimum conductance of 375 s. After charging, the second battery measured 13.6 vdc and 496 s, passing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Device evaluated by MFR: evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per the user facility's biomedical technician, the perfusionist did a charging test and it failed. Then the batteries were charged for more than 30 hours and the service mode was checked to see how much time was available on battery. The charging capacity was 80 minutes which is greater than the service manual's indicted 60 minutes. But after the weekend the problem reoccurred and the battery icon was red.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were not charging. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.